Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the insulin pump had audio/beep anomaly. The customer's blood glucose was 6.8mmol/l at the time of the incident. It was reported that the insulin pump's history was reviewed and there was no alarm found. It was reported that the insulin pump alarmed for two hours and there were three tones per hour. It was reported that buttons were neither pressed nor accidentally pressed. Anomaly. It was also reported that the notification light was not blinking and that there was no other device nearby that beeped. It was reported that the customer was advised to discontinue use of the insulin pump and to revert to the back-up plan the insulin pump will be returned for analysis.